Event description:
On (B)(6) 2014, email received alleging discrepant inratio value. Unspecified discrepancies were reported for one patient. According to patient's legal representative, patient was using the inratio2 test strips: (patient mt) suffered numerous complication due to the inaccurate readings of his blood clotting levels. (Patient (B)(6)) has been on a warfarin regimen since heart surgery in 2010. Patient's therapeutic range not provided. Additional information regarding this complaint has been requested, but as of this date not received. No additional information available, at this time.

Manufacturer narrative:
Investigation pending.